Event description:
Report received of the tubing leaking near the filter. The customer reports that the incident occurred during a chemotherapy infusion of cytoxan, vp16, and platinol in 1000ml of ns. The specific rate could not be recalled. But the typical rate between 40-50ml/h. The infusion was begun at about 2:00pm on the day of the event. At approximately 5:00am the patient was reported to awaken and find an unspecified amount of fluid had leaked from the proximal side of the filter. The fluid contacted the patient's skin, pajamas, and the patient's bed. There was no report of any redness or irritation of the patient's skin. The remainder of the infusion container and tubing were discarded since the "infusion was compromised". There was no report of any adverse patient sequelae. Though requested, no further information was available.